Event description:
End user reports a red rash under the mass extending under the tape border and beyond the tape on the upper and lower borders. Size of the area not provided. He describes it like a fungal rash beginning about 3 weeks before the placement of this appliance.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user states the peristomal skin is cleaned with saline then dried with gauze. He currently uses an otc antifungal powder to treat the rash with no improvement. The end user was instructed in skin care and to seek medical attention. End user has been advised; by his visiting nurse; to use an over the counter antifungal powder. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because the product in use is temporarily associated with the skin where the problem occurred. No additional event/pt details have been provided to date. A return sample for eval is not expected. Should additional info become available, a f/u report will be submitted. Reported to FDA on (B)(4) 2013.